Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. A fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found full breach degradation at 4.4 cm from the connector pin.